Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's healthcare provider was suspecting that the patient's system was not working as the patient was retaining too much urine. The patient had been hospitalized for 3 weeks. Caller didn't know if the patient had any other symptoms related to their device, nor did they know if there were other reasons why the patient was hospitalized. No further complications were reported or anticipated.